Event description:
The consumer reporting that while performing the binaxnow covid-19 antigen self test on (B)(6) 2022 the reagent solution was "added to the swab" before collecting the nasal swab sample. The consumer further explained that after the step were you rotate the swab in the test card three times to the right was completed, he proceeded to place the swab into his nostril. Technical services (ts) explained that by putting the swab in the card and then into the nostril can cause irritation or burning sensation due to the reagent solution. The consumer stated that he did not "feel anything." No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) to the consumer. A supplemental report will be provided if any additional is obtained.